Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No prime or fill anomaly was noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a prime/fill anomaly on the insulin pump. Customer stated that the pump keeps going back to rewind. Customer presses the act button to fill the tubing. Customer sees the drops and stated that it won't let her press the esc button. Customer stated that it keeps going back to rewind. Customer stated that they are unable to exit the preparing to prime loop. Troubleshooting was performed and customer stated that they received a 2nd series of beeps. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.